Event description:
It was reported that the es6 sagittal saw ran on its own w/o user activation. The event occurred at the end of a surgical procedure. The case was completed w/o any delay, there were no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned to the MFR for eval. The device will be investigated by the stryker foreign subsidiary. A f/u report will be submitted once the investigation is complete. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.